Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulse field ablation (pfa) for atrial fibrillation a faradrive steerable sheath clear was selected for use. The patient was an inpatient at the time, and heparin was administered during the case. The physician first ablated the cavotricuspid isthmus (cti), nitroglycerin was given before the first pfa application, and an additional dose was administered shortly afterward. The procedure continued in the left atrium, where the pulmonary veins were ablated, followed by the mitral line, again with nitro given, and then the roof line. Despite these interventions, the arrhythmia persisted. The physician remapped the left atrium and identified an early spot on anterior portion of left atrium. After evaluating all circumstances, the physician delivered a final pfa application. The arrhythmia broke, but the patient heart rate decreased, and went into asystole, though a pulse remained. The physician checked for pericardial effusion and found none. Coronary visualization was performed, and the physician suspected a delayed coronary spasm. The patient had a known history of bypass surgery. The patient experienced st segment elevation and thrombosis. Interventions included coronary visualization, angioplasty, and placement of an impella device. The st segment elevation occurred at the end of the procedure. As a result of these complications, the patient required hospitalization beyond the standard of care. The device is not expected to be return due to disposal.